Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control performed a clinical evaluation of the reported event. Physio concluded that there was insufficient information provided of the reported event to determine the contribution of the reported device failure to the patient's death.

Event description:
The customer reported that during a patient event, two of their AED¿s did not detect the patient through the connected defibrillation electrodes. Following the reported failure of the first two devices not detecting the connected patient, the customer connected a third AED which advised no shock. The same defibrillation electrodes stayed connected to the patient throughout the use of the three (3) total AED¿s. The customer stated that a lifepak 15 monitor/defibrillator was later used on the patient but information regarding this device use was not made available. The patient reportedly did not survive the event. There was no additional information provided or available from the customer regarding additional details of the reported patient event. It is unknown if the reported device failure had any contribution to the outcome of the patient.